Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. No button error alarm occurred during testing. The following physical damage was noted: cracked reservoir tube lip, cracked casing at a display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. No further details were given. The insulin pump was returned for analysis and a replacement device was shipped to the customer.